Event description:
Attorney reported: in 2007- patient underwent surgery. The operative report states that the operation performed was a "ventral hernia repair". The report further states, a "repair of ventral incisional hernia, open technique, using bard 22 inch mesh." Following the procedure, the patient had numerous complications and required intensive care admission and follow-up. Subsequently, the patient noticed problems associated at the site of the hernia repair and inserted mesh. The following month - patient was re-admitted to the hospital for redness of incision. He underwent an incision and drainage of the infected wound and then extensive follow-up in the hospital, and post discharge with his physicians.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.